Event description:
Reporter had been evaluating a new sleeve. Noted descemet's membrane detachments on five pts during post-operative visit. Two pts required surgical re-intervention and three were mild and self-limiting. None have required a "pk".